Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that regarding a perclot, during cervical spine surgery, a patient was re-operated due to an adverse reaction. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.